Manufacturer narrative:
(B)(4). Date sent: 11/30/2020 gastrointestinal system e10 f10: 10. Medical device problem code: difficult to open or close (a051104) additional information received: please find attached medical record 4.8.19 op report.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can a copy of the patient¿s medical records or operative notes be provided? Can a copy of the user facility medwatch report be provided? Can the product code and/or lot number of the device be provided? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Can it be clarified what was meant by, ¿none of the staples held¿? Were there any staple formation issues identified? Was the ileostomy planned or performed due to the issues experienced with the device? Has the patient returned to the hospital for evaluation? What is the current status of the patient? Is the device available for return? Response: received information from hospital contact who provided a copy of the user facility medwatch and the surgeons¿ responses to our questions. She indicated she is unable to provide medical records at this time without the patient¿s consent. The additional details from the surgeons are below: from dr. (B)(6): dr. (B)(6) was below. She told me that we were "in the green". There was a 15 second gap. By verbal cues from dr. (B)(6), the device was difficult to close. After closing the devise it was related to me that it did not have the characteristic click. Donuts were complete. Not sure about washer transection. Staples fired and were seen in full periphery of anastomosis. I have never been in the situation, however, where leakage occurred around the entire periphery. I can only surmise that the staples did not "crimp" properly. I could see the flat back end of the staples around the entire anastomosis. I reinforced the entire circumference with suture. Leak testing was done multiple times and only after full circumference sutures, did the leakage stop. I felt that the safest thing to do at that time was to divert. Once leakage ceased, we performed an ileostomy. He was discharged and has followed up in the office. He is now referred for oncologic evaluation. He is stable and doing ok. He is learning to manage ileostomy with the help of his wife. From dr. (B)(6): the stapler was in middle-b. I¿m sure it was at least 15 seconds between closing and firing the stapler, as typically we inspect prior to even taking off the safety. I¿ve never ¿retightened¿ the stapler prior to firing. The device was more difficult to close than usual and there was no click at the end of firing. Dr. (B)(6) did squeeze the handle when I expressed concern that it was not closing properly. The stapler did not disengage easily either. The donuts were inspected and both were intact. I don¿t understand the question regarding a ¿washer transaction¿. The staples were deployed but did not appear closed. (B)(4).

Event description:
It was reported that the patient had colon cancer and had a procedure to remove the tumor on (B)(6) 2019. After the tumor was removed, the doctor attempted to create the anastomosis with a circular stapler and none of the staples held, after firing. The doctor had to hand sew the anastomosis and placed an ileostomy bag on the patient. The patient was discharged on (B)(6) 2019 but has been experiencing vomiting, unable to eat or drink. Patient will be returning to the hospital for evaluation.